Event description:
It was reported the display was not showing any numbers or values when the unit is on. No patient injury was reported.

Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of the device: unknown.

Manufacturer narrative:
Other, other text: d10, h3 and h6 codes updated. H10 : device evaluation : one device was returned for investigation with a damaged liquid crystal display (lcd) and printed circuit board (pcb). It was also noted that the drain fitting was corroded and the block assembly was leaking along with a broken corner on the tank. After the visual inspection, a functional test was done. The functional test confirmed the customer complaint. The issue was due to the damaged lcd and pcb which was caused by the front cover of the device being forced on. Once the malfunctioning pieces were replaced, the device passed all tests. A manufacturing device history review was not done the device is a year beyond the manufacture date and no manufacturing defect was found during investigation.

Event description:
Additional information was received that reported the device issue was not found while in use with a patient.